Event description:
The customer reported that the monitor is not alarming any red alarms. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips biomedical engineer (bmed) went onsite to evaluate the device in question. The philips bmed reported a failure to alarm was alleged, but he was not able to be duplicate the alleged malfunction. The bmed checked the clinical audit logs and found the red alarm sounds at the time of the event. Based on the information provided by the philips biomedical engineer bmed, the customer's alleged malfunction could not be confirmed. The bmed could not replicate the customer's reported issue and he found that red alarms sounded at the time of the event. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported that the monitor is not alarming any red alarms. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.